Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lost to follow up and at a device check it was noted that the device was in power on reset mode. The device also lost telemetry during interrogation. It could not be confirmed that the device was at end of service (eos). The clinician also noted that there was also a charge circuit timeout at some point. The device was explanted and replaced. No patient complications have been reported as a result of this event.